Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The patient's mother complained of questionable inr results and multiple error messages from her son's coaguchek xs meter with serial number (B)(4). Error messages were also received multiple times and were related to incorrect dosing of the test strip. However, the patient's mother stated the strip was dosed correctly. The patient's mother obtained a result of 7.0 inr from his meter. From a different finger, the result was 4.6 inr. Both results were obtained at 7:30 am. The patient's therapeutic range is 2.5 to 3.5 inr. There was no allegation of an adverse event. The patient's current condition was provided as fine. There were no treatment changes or changes in coumadin dosage based on the meter results. The patient has no hematocrit concerns, has had no changes in diet or medications, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, and no symptoms of bruising or bleeding. The meter and strips were requested for return. Replacement products were sent. Retention test strips (lot 30497423) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values greater than 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values greater than 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements greater than 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.